Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the balloon failed to pass through the sheath. The iab was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely folded in the t-handle. The insertion kit was returned. The 7.5fr sheath was returned and no damage was observed on the sheath. The returned sheath was measured and it was found to be within specification. A laboratory insertion test was performed with the returned 7.5fr sheath and the technician was able to successfully insert the balloon through the sheath. We are unable to confirm the reported difficulty during insertion because the technician was able to successfully insert the balloon through the sheath. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the balloon failed to pass through the sheath. The iab was replaced successfully. The indication for therapy was cardiogenic shock. There was no reported injury to the patient.

Manufacturer narrative:
Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the balloon failed to pass through the sheath. The iab was replaced successfully. The indication for therapy was cardiogenic shock. There was no reported injury to the patient.